Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Alleged memory fault. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 22nd march 2016. No fault was found with the returned sam 500p¿s ability to record event data. There was one log entry recorded within the hidden history for 18th february 2018 which was the date on the saver evo file the distributor e-mailed to heartsine. The duration for this entry would have been less than a minute which is consistent with the data in the saver evo file. The sam 500p was stressed tested during the course of the investigation while performing scheduled self-tests test over a period of 48 hours. The device successfully recorded all data and also logged the shock testing carried out, confirming the data recording functionality. This complaint is 1 of 5 reported by a french distributor for sam 500p units used by sdis 29 fire and rescue department for inconsistent data recorded during patient involved events. No fault has been found with any of the devices. This would indicate the incorrect saver evo file has been downloaded by the distributor for these events. The user accessible memory log had been erased for all the sam 500ps therefore no further information was available to review. The distributor has been contacted for further information (see communication log). This device shall by retained by heartsine as per complaint handling procedure (B)(4).

Event description:
Alleged memory fault. There was no patient involved in this event.